Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. A complete mfg review could not be performed as the lot number is unk. The device was returned for eval. The complaint investigation is unconfirmed for a balloon rupture. It is likely that the user perceived the leak at the butt joint as a balloon rupture. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that the pta balloon ruptured (atmosphere unk) during the first inflation in the venous anastomosis of an arteriovenous (a-v) fistula. There was no reported retraction difficulty through the sheath. There was no report of pt injury.